Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. When contacted for more information, the customer declined troubleshooting and requested no further contact. The user's concerns about sensor accuracy had previously been addressed by providing education on proper calibration practices, as review of sensor data showed that estimated bg values were used for calibration instead of actual measurements. The data review also indicated that the user stopped using the system on 23 june 2025. The complaint was closed per the customer's request, with no further action taken. B4.date of this report 05 feb 2026. G3.date received by the manufacturer? 05 feb 2026. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.